Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a 79-year-old female patient, the device was unable to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was put through extensive debug and final testing without duplicating a malfunction. The device was recertified and returned to the customer. The customer reported pacing failures across three devices during four separate patient events. The consistent issue was an inability to capture or pace. An onsite visit was conducted and the evidence supports that the pacing failures were caused by 3rd-party pads not providing consistent patient impedance detection, leading to pd core warning 247 and failure to capture/pace. There is no evidence of device malfunction. Confirmed on-site duplication with 3rd-party pads. Issue resolved by switching to zoll electrode pads. Analysis of reports of this type has not identified an increase in trend.